Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of not feeling stimulation even when the they increased stimulation to 9.0 ma was not determined. They reported that they had no idea what likely caused or contributed to the issue was they reported that steps taken to resolve the issue included that they called technical services (ts). They reported that an x-ray confirmed that the device was in the correct spot. They reported that they troubleshot in the office, and the device was working. When asked if the issue had been resolved, they reported the the healthcare provider (hcp) would do a lead revision if the insurance accepts the request.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient having no stimulation when they got home and requested information about the warranty. Reopened case to email rep the warranty . The rep had been wondering about what 'verbiage' the hcp could use when trying to utilize the warranty and mentioned having sent an mpxr about the situation as well, but it was not collected as the caller provided the patient's name and date of birth. Rep stated they'd never had a device 'just not work' before, so they didn't know what to do. Emailed the rep the warranty and closed case again

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient stated that they can't get their "unit" to work. Patient then clarified that when they raise that stimulation up, they were not feeling the stimulation and that they were leaking more. Patient added that they felt the stimulation yesterday when their ins was implanted and they adjusted the stimulation, but then the stimulation stopped, and they were leaking more so they increase their stimulation. Agent reviewed general therapy information and redirected patient to their hcp to further address the issue. Additional information was received from the manufacturer representative (rep). The rep stated that the patient (pt) has not felt stim (stim date of incident (doi) on (B)(6) 2025). Today the rep had pt try all the programs and increased stim to 9.0 ma with pt feeling nothing. The rep stated they had pt run impedances and all contacts were green. Trial was successful with stim at 1.1 ma with pne. Technical services (ts) discussed that there were no further options to try over the phone and reviewed that in person meeting would be needed. Also recommended to consider taking x-ray of ins and lead to check connection and placement. The rep was meeting with hcp today and will discuss further and determine next steps and set-up a visit with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Upon further investigation (hra (B)(4)) it was determined that damage was caused during analysis. Afc updated from s217850 to s10115. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins)(s/n: (B)(6) identified that the wire bonds were broken between the hybrid circuit board and the battery terminals internal to the device. H3: analysis of the returned lead (l/n: (B)(6)) revealed that the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Upon receipt, visual inspection noted fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the battery and lead did not work.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va35fnt. Implanted: (B)(6) 2025. Explanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.